Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed power pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u5. Physio observed that u5 vcc was shorted to ground which prevented the device from powering on.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while attempting to monitor a patient their device would not power on. The customer advised that it was a routine monitoring session and there were no adverse effects to the patient as a result of the reported issue. No additional details about the patient or the event were provided.